Event description:
It was reported that the wake button on the pump was extremely hard to press, causing difficulties turning the pump screen on. Customer had to apply more force to the button in an attempt to resolve the issue. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.